Event description:
A bipap a30 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative code e-46 was noted indicating the central processing unit cannot communicate with the flow sensor using i2c bus. The device printed circuit board assembly requires replacement to address the issues. However, repairs were not completed because the device was requested by the customer to be scrapped. No foam particles were found in the assembly. Additional findings not related to the malfunction/issue: non critical error code e-114 was present in the error log indicated software couldn¿t initialize lcd controller chip and required replacement of the printed circuit board assembly.. The device will be included in the fsn 2023-cc-src-039.